Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record has been requested. Placeholder.

Event description:
During a trochanteric fixation nail procedure for hip fracture, the targeted distal locking screw missed the nail posteriorly. There may have been a lot of pressure on the drill sleeve from the small incision. The surgeon adjusted the angle of the drill bit freehand, and completed the case satisfactorily. No further information was provided. The procedure was successfully completed with no injury to the patient. This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process.(B)(4).device history record was not repoted correctly in the initial medwatch. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications.

Manufacturer narrative:
The returned devices are an integral part of the titanium trochanteric fixation nail system. It is understood that the procedure involved with this complaint is for a hip fracture condition. The returned devices were assembled with trochanteric fixation nail. Close inspection of alignment of all devices within the simulated construct revealed perfect, dead center alignment of the drill guide, protective sleeve and trocar to the distal locking screw hole. The only way that this alignment did not occur in actual use is if the construct was not optimized resulting in this misalignment complaint. Risk assessment p99-012 v: e line 36 describes the hazard of instrumentation does not target the implants both proximal and distal locking with a potential cause of hazard as dimensional mismatch of handle or aiming components or damaged prior to use with possible harm as cannot use system for surgery providing a moderate severity of harm. The method of use for the trochanteric fixation nail returned construct rather than any design deficiency has resulted in this complaint. The devices evaluated herein are determined to be suitable for their intended use and the complaint invalid from a design perspective. The method of use for the trochanteric fixation nail returned construct rather than any design deficiency has resulted in this complaint. The devices evaluated herein are determined to be suitable for their intended use and the complaint invalid from a design perspective.